Manufacturer narrative:
Preliminary analysis showed that there was a spurious nmi interrupt the day of implantation. This is probably due to an esd when opening blister or when manipulating device. The reset of the device was performed correctly, normal consumption was recovered. Device model: corrected.

Event description:
Upon interrogation of the device on 29 november 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.

Event description:
Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "[a3] technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.

Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: " technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.

Manufacturer narrative:
Corrected. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon interrogation of the device on (B)(6) 2016, the following warning message was displayed: "(a3) technical issue on (B)(6) 2016. Defibrillation system potentially ineffective. Contact sorin." Preliminary analysis results revealed the presence of overconsumption. A complete reset of the device (through the hardware reset procedure) was recommended.